Event description:
The device was returned for the analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned insulin pump for alleged cosmetic damage located at the top of the battery compartment, battery cap damage, and failed battery test found on september 30, 2022. Insulin pump was not received with original battery cap. The insulin pump passed the displacement test, active current test, sleep current test and self test. No failed battery test alarms noted during testing. Test p-cap locked properly into the reservoir compartment. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. Insulin pump alarmed a failed battery test on the event date of september 30, 2022 at 20:31:25.000 or 8:31:25 pm. Insulin pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. However, moisture damage was confirmed isolated to the battery tube. The following were also noted during visual inspection: scratched case, cracked case, cracked case (battery tube), broken battery tube threads, cracked case-corner of belt clip rails, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, and corroded battery tube. Cosmetic damage was confirmed at the top of the battery compartment. Unable to verify customer's complaint for battery cap damage. Moisture damage was confirmed found isolated in the battery tube. Failed battery test was not confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the top of battery compartment of his pump was broken and started getting battery failed alarm. Troubleshooting was performed, customer reported battery cap came out and the top of the battery cap broke off  and the issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue use of the device.